Event description:
It was reported that the patient underwent a rewiring of the strenum in 1998 following a dehiscence. Patient was status post op day 5 CABG. One month after discharge, the patient developed purulent drainage from the chest incision and was readmitted 25 days later. The infection reportedly involved the sternal bone and the costochondral cartilage and failed to respond to repeated attempts at therapy. Patient developed a draining sinus, which was treated with an excision and removal of the sternal wires, excision of the left costochondral junction and a left closure flap in 07/2000. In 06/2001 the patient also was diagnosed with enlarging epigastic and diaphragmatic hernias, which had been developing for about 6 months. The epigastric hernia was 15 cm in size and painful. These are reported to have been caused by the chronic sternal infection, weakning of surrounding tissues and the removal of costochondral tissue. The hernias are reported to be inoperable due to patient risk. Prophylactic antibiotics had been given post operatively.